Event description:
Consumer reported she has used hundreds of heat patches over the last few years and never had an issue. Consumer applied heat patch on her stomach for cramps at 8:00 am, about an hour later she felt that it was hotter, but she was enjoying the extra heat. Consumer removed patch at 12:30 pm and a large burns were found. Consumer was self treating with neosporin; however, medical attention will be sought as burns look infected.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.